Event description:
The customer reported via call indicating that the insulin pump alarm battery out limit. Customer's blood glucose was 118 mg/dl. The customer was advised that alarm during normal use may indicate a loose battery cap. Customer was advised that we would send a replacement battery cap. The customer was advised to monitor blood glucose and start using battery cap as soon as receives it. The customer reported via phone call indicating that the insulin pump alarm fail battery test. Customer's blood glucose was 131 mg/dl. The customer used a new aaa alkaline battery and failed battery alarm occurred. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer declined to troubleshoot for low blood glucose.

Manufacturer narrative:
Findings: unit received with blank display due to corroded battery tube. Unable to verify failed battery test, battery out of limit and weak battery alarm due to blank display. Unable to verify low battery alarm due to blank display. Unable to performed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to blank display. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker.